Manufacturer narrative:
The reported event of low pacing impedance was confirmed. As received, the device output and telemetry communication were normal. Device image analysis noted low lead impedance and elevated current after the explant. Visual inspection of the header attachment area detected a bonding anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and the battery was found at normal levels. Signs of rapid depletion were noted. Hybrid circuitry was tested, resulting in high current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed that pacemaker exhibited low pacing impedance. The device was explanted and replaced with new device. Patient condition was stable.